Event description:
Customer reported zipper damage. It is unk when the issue was discovered. There was no patient incident or injury reported.

Manufacturer narrative:
Results: evaluation results revealed the slider body open at two patient access locations: the head side and the right side panel. In addition, the pull tab was broken on the foot side leg of the bed, left side panel, and left side on molding zipper. Lastly, there was fading observed on the mattress envelope. All the issues were repaired and returned back to the customer for use. All complaints are trended and reviewed by management on a monthly basis. As part of the monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. (B)(4).